Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that a 7 fr. Over-the-wire percutaneous thrombolytic device (ptd) was being used on the left arm of a male pt to declot an extensively clotted left arm brachial cephalic fistula. The device was used over-the-wire to treat the clotted area and broke two of the four basket wires from the tip of the device. The device was removed from the sheath and determined to be broken upon removal. There were no pt complications reported.